Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. ECG (electrocardiogram) connector loose on a printed circuit board assembly.

Event description:
It was reported that the electrocardiogram (ECG) port on the programmer was loose and noisy. The programmer was returned for service. No patient complications have been reported as a result of this event.